Manufacturer narrative:
A ge svc rep performed an on site investigation. The failure could not be duplicated. The sys was tested and found to be working as intended and put back into svc.

Event description:
The customer reported that the 9800 sys monitors were blank at boot up. No pt injury was reported.